Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the connector on the device was burnt.

Manufacturer narrative:
Alleged failure: portal is blowing up, burnt inside the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a short which occurred on the rf port of the receptacle board. The short caused the port to become burnt making the rf probe unable to connect properly to the console. Therefore, causing excessive current to the power board and blowing the capacitor (c5) on the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the connector on the device was burnt.